Event description:
I had lasik surgery in (B)(6) 2025. Within 6 months my vision was worsening. The eye doctor dr. (B)(6) who did the lasik surgery in (B)(6) said it was because of dry eye I went back 3 other times. 2 of them failing the eye test. Dr. (B)(6) then decide to run a topography scan. The results were my cornea was bulging (keratoconus) as a result of the lasik surgery. He said I would need contacts- sclera's. He asked if I have wore contacts and I said yes. I didn't know what sclera's were. Little did I know what a "kind" proceed would be. I had to have cross-linking done to try and stop the progression. Then I was fitted for a year trying different contacts. I had to go to an eye print specialist where she fit me with sclera's. They have been very hard to get used to even after 3 years. I have oha (higher-order aberrations), halos, dry eye, spots in my eyes. I have cataracts in both of my eyes. The left one worse. I shouldn't even have cataracts at 47. I have to see a cornea transplant specialist to see if I would ever need one. If I do, then I can't get cataracts surgery. I feel like this is my fault every single day. I wish I never would have gotten lasik surgery. It has ruined my life. Eye doctors advertise how easy and simple the surgery. You do sign a consent form as for any surgery. Eye doctors still do not tell you how bad complications can be. I questioned them and they said complications don't happen here. Well they did and happen more than I ever knew. There surgeries need to come with more warning signs, report complaints and be truthful with the statistics and not cover them up. If lasik is so easy then why do so many people have complications. Why did this happen to me! I advise people to not get lasik because of my story.